Event description:
Pt reported the infusion device display was defective and showed only half of the info. Pt had difficulty programming the basal rates due to the defective display. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.